Manufacturer narrative:
This report is based solely on the customer's reported issue. The device is serviced by a 3rd party and not available for return to the manufacturer. Mixers are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the mixer should be inspected prior to use. If damage or functional issues are noted during these routine mixer inspections, the unit should not be put into use with a patient and should be reported to sechrist for servicing. Instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the alarm module is faulty (acoustic alarm is not reset when o2 is connected and then air). Factory repair is required. Issue was found during maintenance. No patient incident was reported.